Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for a blood glucose (bg) level of 1654 mg/dl. The customer reported that the event was not due to the pump and that the pump was functioning properly; however, the customer declined to provide further information and it could not be confirmed if the pump supplies were a contributor to the event. Reportedly, the customer consulted with a healthcare provider as the event was "not related to the pump". The customer also declined tandem technical support's offer to perform a pump system check.